Manufacturer narrative:
H3 device evaluation - returned tap fractured in the threaded area approximately 19mm from the tip. The small fractured part was not returned for evaluation. Although this tap was last released for distribution after rework somewhere between (B)(6)2019 and (B)(6) 2020, the original release occurred (B)(6)2016. Modification did not occur in the failure region of the tap and thus should not be considered a root cause. Given this, it is likely this tap failed from normal wear and tear given its 4+ years of actual field service. For this reason, no corrective action is recommended at this time. Review of device history records found a total of (B)(4) of lot 11627fr-r04 were reworked to revision d and released for distribution between 5/16/2019-5/1/2020 with no deviation or anomalies. Two-year complaint history review (12.15.2018-12.15.2020) found this to be the only report of this nature during this time frame.

Event description:
It was reported that a 1 level tlif procedure was performed on (B)(6)2020, utilizing the surelok mis 3l system. Screw placement started by targeting with a jamshidi needle, there was some difficulty encountered getting through the facet, pedicle and into the vertebral body, but wires were placed successfully in l4 & l5. When tapping the l4 with a palm handle under fluoroscopy, the tap and handle made an audible noise, and at this point the fluoroscopy image identified that the tap, awl-inone, perc 5.5 mm (63-4100-55) had sheared off. The surgeon used a tube retractor to dilate, drilled with a trephine and a reverse broken screw attachment was used to remove the broken tip. The case then proceeded and was completed successfully using a competitor's cannulated tap, with no patient harm. There was a delay of one (1) hour as a result of the issues encountered.

Manufacturer narrative:
Patient information - unknown. Occupation - other; distributor. Other - evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
It was reported that a 1 level tlif procedure was performed on (B)(6) 2020, utilizing the surelok mis 3l system. Screw placement started by targeting with a jamshidi needle, there was some difficulty encountered getting through the facet, pedicle and into the vertebral body, but wires were placed successfully in l4 & l5. When tapping the l4 with a palm handle under fluoroscopy, the tap and handle made an audible noise, and at this point the fluoroscopy image identified that the tap, awl-in-one, perc 5.5 mm (63-4100-55) had sheared off. The surgeon used a tube retractor to dilate, drilled with a trephine and a reverse broken screw attachment was used to remove the broken tip. The case then proceeded and was completed successfully using a competitor's cannulated tap, with no patient harm. There was a delay of one (1) hour as a result of the issues encountered.